Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the patient ended up getting an infection after undergoing additional surgeries post implant and needed to spend time in the hospital. The patient has been having problems for the past months due to infection; however, the patient felt better now. On the morning of the implant procedure, the patient experienced dizziness and heart thumping. The patient was brought to the hospital. The next day, the patient felt the same symptoms and was brought again to the hospital for another surgery. Additional information received indicates that the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead are now explanted and replaced with a new system. No additional adverse patient effects were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the h6: patient code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the patient ended up getting an infection after undergoing additional surgeries post implant and needed to spend time in the hospital. The patient has been having problems for the past months due to infection; however, the patient felt better now. On the morning of the implant procedure, the patient experienced dizziness and heart thumping. The patient was brought to the hospital. The next day, the patient felt the same symptoms and was brought again to the hospital for another surgery. Additional information received indicates that the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead are now explanted and replaced with a new system. No additional adverse patient effects were reported.